Event description:
It was reported that the patient is experiencing pain. The patient is unsure if pain is related to hip implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding pain involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Event description:
It was reported that the patient is experiencing pain. The patient is unsure if pain is related to hip implant.